Event description:
It was reported that the pump failed rate accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
Date returned to mfg 3/5/2024 one device was returned for evaluation. Visual inspection revealed no visible physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the explore. The explore assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.